Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site, checked the log file which showed that the hand switch button was active at start up. The fse inspected the hand switch and found that the button was stuck. The fse ordered and sent a new hand switch to the customer to solve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.